Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The universal seal accessory was analyzed and found to have tears on the rubber inside the seal measuring approximate 0.109"x 0.085" in length. The complaint was confirmed by failure analysis.

Event description:
It was reported that during da vinci-assisted gastric bypass surgical procedure, a small black chunk of rubber from the universal seal detached and fell into the patient. The procedure was completed.